Manufacturer narrative:
(B)(4). Date sent: 05/20/2021. D4: batch#: unknown. Per photographic evaluation: this is an analysis of three photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a package from top view and it belongs to product code cdh25a. The second photo shows a package partially open of corner side. However, the seal area was noted complete. The third photo shows a package from top view with a ils device inside. Based on the photos review, the event describe is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the product was returned to ethicon endo surgery for evaluation. A visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh25a device was returned inside its original package, and it was open on the corner side. Additionally, the seal area was noted complete. It should be noted that product failure is multifactorial. The event reported was confirmed and it is related an improper use of the device. A possible cause for the condition found in the package is due to improper handling during transit or storage. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photos received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during radical left thoracotomy for cardiac cancer surgery, before used on the patient, noted the packing was damaged (the sealed site was open). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.